Manufacturer narrative:
The insulin pump was received with broken battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, loose/shifted end cap sticker, stained end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
Customer reported damage to their insulin pump. Blood glucose level at the time of call was unknown. Customer indicated pieces of the insulin pump were missing around the reservoir and battery compartments. The device was returned for analysis.